Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the hospital technologist accidentally bent the pod5 coil pusher assembly while removing it from its packaging hoop. The pod5 coil became damaged prior to use and was not used for the procedure. The procedure was completed using a new pod5 coil.